Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device could not secure the cutter device, the speed could not be changed, was overheating, made excessive noise, the locking components and cord were damaged. It was further determined that the device failed pretest for visual assessment, cutter lock assessment, noise assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device had a lock issue and would not lock the consumable device during a surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).